Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿avoid exposure of your system to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. The customer and pump were in 30 degree weather. Blood glucose was 178 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.